Manufacturer narrative:
(B)(4).this complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The assignable cause of the complaint was not determined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon the completion of baxter's quality review.

Event description:
The home patient (hp) contacted global technical services (gts) regarding a system error (se) 2240 alarm which occurred on the homechoice (hc) during dwell 3 of 3. The technical service representative (tsr) assisted the hp to clear the alarm and informed the hp se 2240 indicates air entered the set up. The hp confirmed completed therapy with a manual exchange. On (B)(6) 2011, product surveillance spoke with the hp who stated that she resumed with therapy the next day. She stated that she did not notice anything unusual with the supplies. The hp confirmed she is resuming therapy on the cycler as usual and reported no injury or medical intervention.